Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringe did not contain scale markings. To aid in the investigation, sixty-six samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed and sixty-four of the samples have the barrel scale missing. The two photos provided show some of the samples received. No other defects or imperfections were observed. This defect could occur if the drum became misadjusted during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 302830 batch#: 4059818. It was reported by customer that bd ref# (B)(4) (lot 4059818) did not contain scale markings and the syringe barrel was blank. Verbatim: complaint received via email(s) attached. Customer noticed that bd ref# 302830 (lot 4059818) did not contain scale markings and the syringe barrel was blank

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302830 batch#: 4059818 it was reported by customer that bd ref# (B)(4) (lot 4059818) did not contain scale markings and the syringe barrel was blank verbatim: complaint received via email(s) attached. Customer noticed that bd ref# (B)(4) (lot 4059818) did not contain scale markings and the syringe barrel was blank.